Manufacturer narrative:
Results: a photo was sent that showed the issue. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4342780. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use, the health care practitioner realized that the bd vacutainer® buffered sodium citrate blood collection tube was broken near the cap. No injury or medical intervention was reported.